Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reported multiple false positive flu results on sofia flu+sars. It is unknown the number of false positives received and it is unknown whether it was for flu a or flu b. Patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).